Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after lunch the user experienced a low blood glucose event while using the ilet, with glucose decreasing to 69 mg/dl after previously stable levels and without recent meal-announce changes or a site change; the user self-treated with oral glucose tablets and declined additional training at that time. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included transient low glucose without medical intervention, hospitalization, or use of backup therapy or ketone testing. Investigation included user interview and troubleshooting education. Investigation of this case revealed no device malfunction identified and an undetermined cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.